Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the capsular contracture was only on the left breast implant. The patient experienced ptosis on the left side. The replacement devices were mentor memorygel breast implant 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Note: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and suffered from capsular contracture baker grade IV on the left breast, left breast has gotten hard and pain and capsular contracture baker grade iii on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 11/3/2020, it was reported to mentor that the date of removal was (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. In addition, mentor became aware that the date of implantation was omitted erroneously from the initial report. The actual date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/31/2020, a manufacturing record evaluation was performed for the finished device 7611062 number, and no non-conformances were identified. Manufacturer's reference number: (B)(4).